Event description:
Per the clinic, the patient developed cutaneous infection at the abutment site. Subsequently, the patient was administered with oral antibiotics for 6 days (specific date not reported). The implanted device remains.